Event description:
It was reported that the patient had an infection. There was drainage and purulent pus at the pump pocket. There was also redness around the pump site. Approximately 3 weeks ago, the physician ''aspirated 80 ccs of blood'' from the pocket site. It was noted that a surgeon would be looking at the site. The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient underwent a surgical procedure on the pump pocket site. The procedure took place on (B)(6) 2012. The surgical healthcare provider (hcp) indicated that following the initial implant 6 weeks prior to the wound procedure, the patient did well, but was noted to have some fluid collection around the pump consistent with a hematoma. The fluid collection was observed, but approximately 3-4 weeks postop, there was increasing pain and the patient requested the fluid to be aspirated. The fluid aspiration was done approximately 2 weeks later, as previously reported, and the patient had complaints of drainage on the dressing. There were 2 pinhole areas of opening in the incision, which created the referral to a surgical hcp and an indication for the surgical debridement and irrigation of wound with cultures for definitive treatment. The patient was seen by hcp on (B)(6) 2012, 2 days prior to the procedure, presenting with wound drainage, low back pain and bilateral leg pain. The pain was noted as constant, burning and aching. In addition, the patient complained of swelling and weakness. The pre-operative diagnosis was left abdominal wound drainage status post implantation of intrathecal pump and catheter (approximately 6 weeks post-op). During the surgical procedure, the healthcare provider (hcp) performed a debridement and irrigation of the wound. There was a left abdominal incision with a primary wound culture. The wound was found to have a moderate amount of seropurulent fluid within it, which was the area cultured. The pump was removed from the pocket during the wound procedure. The hematoma was excised out of the base of the pocket, and the entire lining of the pocket was debrided. Skin edges were excised "sharply" also prior to the wound irrigation. The pump was soaked/cleaned prior to replacement into the pocket. The post-operative diagnosis was the same as the pre-operative diagnosis in addition to organized hematoma, with the location noted to be the left abdominal region. Postoperatively on (B)(6) 2012, the patient was seen by hcp and reporting "feeling bad". At that time, the patient was receiving intravenous antibiotics (vancomycin) twice a day by a home nurse. The surgical area was reported to be within normal limits. The patient was seen again on (B)(6) 2012 and reported "feeling a little bit better", however, feeling very fatigued. The patient continued to see a home nurse once a day. The surgical site again was within normal limits, healing well with no evidence of infection. It was noted at that time, the patient and hcp would contemplate when to have the pump refilled. It was unclear if the pump contained the initial medication of dilaudid or was without medication. No patient update was provided following the (B)(6) 2012 visit. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.